Manufacturer narrative:
F/u (B)(6) 2015: contact reported that elevated blood glucose level could be due to the following: customer is just coming out of a 2 year "honeymoon phase", customer had some recent growth spurts, it was the beginning of the school year and customer was very excited, after the initial report, customer changed the cannula and cartridge and said the cleo cannula was bent at a 90 degree angle. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was high in the morning (>400 mg/dl). Reportedly, the customer delivered "many corrective boluses" during the day while at school when customer's mother was not present. Contact stated that the customer would be monitored going forward. Blood glucose level had improved at the time of the report (155 mg/dl).